Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The physician obtained transseptal access and placed a stiff wire into the left upper pulmonary vein. While exchanging for the was the stiff wire fell from the pulmonary vein and into the appendage. The physician pulled the wire back to get it from the appendage and in doing so lost transseptal access. The was removed and the physician went back in with the transseptal sheath and needle. A second transseptal access was obtained. This time the physician crossed more posteriorly and through a thicker portion of the septum. While exchanging for a new was it took much more force to get the sheath across the septal tissue. Once the sheath did make it across the septum it jumped towards the back of the left atrium. The echocardiogram technician performed a sweep for an effusion. A new pericardial effusion measuring 0.7cm was noted. The effusion was monitored for a while and was noted to not be growing. The physician then continued with the procedure. Unfortunately, the procedure was ultimately unsuccessful and all equipment was removed. The effusion was continually assessed and the physician decided not to tap the patient. The patient was doing fine and there were no other complications that were reported.